Event description:
The product was used during a laparoscopic hernia procedure. The tip of the instrument disengaged into the pt's cavity. The component was retrieved laparoscopically. The hosp has reported that no pt injury occurred.